Event description:
It was reported that the customer experienced elevated blood glucose levels (504 mg/dl). Customer delivered a 1.3 units bolus to cover the lunch that was consumed. Reportedly, the 1.3 unit bolus may have not been enough to keep blood glucose levels stabilized. Customer delivered a 16 unit bolus to stabilize blood glucose levels.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.